Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed and there was no patient injury reported.

Manufacturer narrative:
A dispatched technician examined the device on site and corrected a secondary malfunction that has no relation to the reported shut-down of automatic ventilation. The device is back in use with no further problems reported since then. The further investigation was based on log file analysis. The log indicates that the device was powered on in the early morning of the date of event and, the subsequent automatic self-test was passed without deviations. The case in question was started in manual ventilation and continued in volume af mode. The device alarmed repeatedly for volume not attained, pressure limitation and pressure high indicating that a number of mandatory strokes was aborted due to reaching the set pressure limit (pmax). After 14 minutes into automatic ventilation the device detected a pressure peak of almost 65hpa. In the following, there were positive and negative pressure peaks alternating. Finally, a too fast and too high pressure increase triggered a ventilator shutdown. The device posted a corresponding alarm and switched to manual ventilation mode. Draeger concludes that no technical malfunction led to the observed stop in automatic ventilation - the device responded as designed to a patient-related impairment in ventilation. The situation happened towards the end of the case and with patient trigger function activated; thus, it can be assumed that the patient started spontaneous breathing already and was breathing/coughing against the ventilator.

Event description:
Please refer to initial MFR. Report #9611500-2017-00154.